Event description:
The user's parents reported that the child does not have any sounds response. There is no speech intelligibility and there are no results since implantation. There is no date for surgery currently scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information from the field, the device does not provide sufficient benefit due to a migration of the active electrode out of cochlea, as confirmed by post-operative diagnostic imaging. Revision surgery is considered but no date has been scheduled yet.

Event description:
The user's parents reported that the child does not have any sounds response. There is no speech intelligibility and there are no results since implantation. There is no date for surgery currently scheduled.